Manufacturer narrative:
The field service engineer found the measuring cell was out of date and replaced it. He performed a photomultiplier adjustment and a blank cell calibration. Calibration and qc were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable troponin t stat elecsys result from the cobas e 411 rack analyzer. The initial result was 0.02 ng/ml and the repeat result was 0.35 ng/ml twice. The questionable result was reported outside of the laboratory. The repeat result was deemed correct. The reagent lot number was 602143. The expiration date was requested but was not provided.